Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was observed. Three episodes of ventricular non sustained tachycardia <=190 ms average v-cycle occurred between (B)(4)-2010.

Event description:
It was reported the patient had ventricular tachycardia and ventricular fibrillation due to noise. The lead is still in use. No patient complications have been reported as a result of this event.